Event description:
It was reported that the patient presented for implant of the right ventricle lead. During the procedure, the helix did not extend. The lead was not used and the procedure was completed with the use of a replacement lead. There were no patient consequences.

Manufacturer narrative:
The reported event of helix mechanism issue was not confirmed. Final analysis found that as received, a complete lead was returned in one piece with the helix retracted and clean. Electrical testing and visual examination of the lead did not find any anomalies. The helix was able to extend and retract normally. The measured full helix extension length was within specification. No other anomalies were noted.